Event description:
The customer reported a fluid leak from under the lh750 instrument. The volume of the leak was approximately 10 ml of clear diluent reagent and it was not contained within the instrument. The customer also reported receiving "manual sampling probe not home" error messages at the time of the event. The instrument was considered inoperable, and a service visit was requested. The type of personal protective equipment (ppe) worn at the time of the event was unspecified and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/17/2015 and found a leak from a broken probe wipe rinse block. He observed that the broken rinse block had impeded the probe from returning to its home position and in response to the obstruction the instrument had generated a "manual sampling probe not home" error message. The fse replaced the probe wipe rinse block which resolved the leak and errors. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(6).